Event description:
Customer states that pump fails over infusion during testing. Rate and dose are 125 ml/hr and 10 ml.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Pump was recalibrated to resolve the issue.